Event description:
After an implantation period of about 19 months, shock impedance values out of range were reported. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the lead was found cut approx. 11.5 cm distal to the is-1 connector pin. Approximal and a distal lead fragment were received for analysis. During the visual inspection the conductor cable to the rv shock coil was found coiled inside the lumen of the df-1 connector. Approx. 1.5 cm distal the df-1 connector pin the conductor cable to the rv shock coil was found fractured. These findings can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.